Event description:
A gore excluder aaa endoprosthesis was implanted. Follow-up images revealed that the ipsilateral leg of the gore excluder aaa endoprosthesis trunk-ipsilateral leg component had invaginated. It was reported that the patient is asymptomatic and the physician will continue to monitor the patient.